Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H4: manufacture date is an unknown day in october 2010. H3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the device found that the reclaim dismbly trq shft 75mm is jammed with the reclaim disassembly pushrod. The observed condition of the device is consistent with a random component failure, potentially resulting from heavy use or improper handling. Specifically, an off-axis assembly of the reclaim disassembly pushrod that may have been applied unintended forces on the push rod, leading to the tip bending and contributing to the condition. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reclaim dismbly trq shft 75mm would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j1010) provided is not a valid finished goods lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument had an unknown allegation. The event did not happen in surgery.